Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Device received for evaluation. Device evaluation pending.

Event description:
According to the reporter: during a lap vertical sleeve gastrectomy, the tip came off of the device when the scope was put in.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The instrument was returned with the lens disengaged. Adhesive was observed on the lens and distal cannula tip which indicates that the two components had been properly assembled. Functionally; when the trigger was actuated, the knife blade advanced and retracted properly. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Replication of the observed damage may occur when the scope is advanced too far down the inner shaft of the instrument, past the stop point. In this case, the scope impacts the lens and causes the observed damage. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.